Event description:
A customer contacted baxter global technical services (gts) regarding assistance with the homechoice (hc) unit during fill 5 of 8. Per the initial report, the home patient (hp) reused a single use product. The rn stated that the previous rn did not start over with new supplies. The home patient (hp) had completed three fills and was in dwell 3 of 8 when therapy was aborted from a system error. The hp was currently in dwell 5 of 8. The rn would end therapy in fill 6. Global product surveillance (ps) contacted the peritoneal dialysis rn on (B)(4) 2012. The rn stated that she did not know anything about the reported problem. Ps explained what happen to the rn. The rn stated that the hp did not have any medical issues or injuries that related to the reported problem. The rn stated that the hp was continuing with therapy and doing fine. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The complaint is confirmed due to the use error described by the home patient, who reused unspecified single-use product. The label review found the labeling adequate for the use error in this complaint. The assignable cause for the reported problem was undetermined.

Manufacturer narrative:
(B)(4). The sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. If additional information becomes available, then a follow up MDR will be submitted.